Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received alerts 57 and 90 during the sensor warmup period. The agent walked the user through a restart, which cleared the alarms. Blood glucose (bg) was not affected. No symptoms during the event, outside assistance, or medical intervention were reported.